Manufacturer narrative:
Device received with detached end cap and cracked reservoir tube lip. Unable to perform displacement test due to detached end cap, loose drive support disk, cracked reservoir tube lip, cracked case from display window corner, cracked battery tube threads and cracked belt clip slot. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the drive support cap was sticking out and also insulin pump bottom portion broke off. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.